Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient has had 2 different times their therapy had turned off and they believed the therapy was turning off by itself. The first was (B)(6) 2022, and at that time, their boyfriend had tried to get the patient to go to the hospital, and so the cops had been called for a temporary custody order to take them to the hospital to have their device checked, and the cops tackled the patient, and the patient broke their finger and had a closed head injury. The caller stated that hospital did not end up checking the system or the patient out, and when they went to another hospital, that was where they had been diagnosed with the finger and head injury. The caller mentioned later on that the system had been checked by the male manufacturer representative the day after the event when they had been notified, and stated they had seen their neurologist after, and they couldn't remember if they had another MRI or not, they think they probably did, and stated they did have a cat scan and their battery was still in place and intact. The caller stated that since, they had been having a lot of falls and they did not know whether the issue was related to their dbs device or from them recovering from the septic shock/paralysis from an unrelated event. The second time their therapy turned off, they believed was about a week ago, as they had been experiencing a lot of pain intheir neck from their muscles becoming so spastic, and due to therapy being off, their brain gets scrambled from the cutting off surges of electricity. The caller stated at first they had thought the symptoms were due to how they had slept, but today they checked their implantable neurostimulator (ins) status and their therapy was off. The caller stated they turned therapy back on as their ins was at 50%, and the pain went away, but they still had spasms here and there that made it hard for them to concentrate. Patient services (pss) reviewed therapy could turn off with low ins battery level, and caller stated they did not know what the ins battery level had been when therapy turned off, but they had charged it since they noticed the symptoms, and the ins battery was at 50% when they realized therapy was off. Caller stated they did not know why their ins was only at 50% as they charged their ins everyday. Caller stated they had not had any recent programming changes. Pss asked caller how long they charged everyday and patient stated they charge until their wireless recharger (wr) makes the ins full chimes where ins charge was complete and the wr would turn off (normal function). The caller mentioned that it was kind of hard for them to get the wr in place on top of the ins sometimes because their ins was located on their left side and because of their breast tissue that surrounds the ins, they have to reposition the wr and sometimes lean to the side a bit to keep the wr positioned to charge their ins, as when the wr was not put in the proper place over the ins, the ins would not charge. The caller had inquired about if they should turn down their therapy settings due to their symptom of spasms. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the manufacturer representative (rep) stating that the event did start in august. The rep saw the patient on (B)(6) 2022 to check impedances, but wasn't made aware of the situation until recently in mpxr 1026016. The impedances on (B)(6) 2022 were within normal limits. The rep went over with the patient about how low charge can turn off the dbs therapy. The rep has a meeting with the patient next week to go over charging history and how to charge their system in the best way possible.